Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was noted that there were two alerts, a high ventricular impedance and a high output mode for ventricular auto capture. Further investigation of impedance trend indicated that there was steady increase in ventricular impedance over past year. Inadequate capture thresholds at high outputs were also noted. Lead fracture was suspected. The right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.